Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. It would not cauterize but light was on. Cords were changed as well as hp2 swapped out and hp2 still did not cauterize. The beeping sound was not heard when the toggle was pulled back to activate the device. There was a procedural delay only to troubleshoot. The power was not intermittent. When power supply was changed out hp2 started working properly. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h11. The device was returned to the factory for evaluation on 10/27/2025. An investigation was conducted on 11/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the device was not observed attached to the power supply and was not returned for evaluation. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. There was intermittent beeping of the power supply with no power to the harvesting device jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical problem" was confirmed. An electrical engineering evaluation was conducted. Failure confirmed: upon trigger activation, the power supply fails to deliver power to the heating element, with an intermittent audible beep occurring in sync with the 5.5v power indicator led cycling on and off. The no-load voltage measures 5.498 v, and the current is limited to a maximum of 1.35 a before the power supply shuts down and cycles, resulting in intermittent beeping and a flashing power indicator led. See attached electrical engineering evaluation memo. A supplier investigation was conducted on 02/20/2025. The ups's output is not delivering current to the hemopro tool when activated causing it to be non-functional. Investigation of the ups found that the internal power supply board (jps) is functional and at the correct 5.5v output voltage specification. Further investigation of the digital board (prt0403) revealed that the u7c's output was not properly delivering current to u4c's input. The u4c logic gate controls current to pot3 and pot4 which supplies current to the analog board (prt0402) and subsequently the hemopro tool when activated. Without proper input from u7c, u4c will ot deliver current to prt0402 or the hempro tool and the tool will be non-functional.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 10/27/2025. An investigation was conducted on 11/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob of the device was not observed attached to the power supply and was not returned for evaluation. An electrical evaluation was conducted. An electrical evaluation was conducted. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. There was intermittent beeping of the power supply with no power to the harvesting device jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure " electrical problem" was confirmed. An electrical engineering evaluation was conducted. Failure confirmed: upon trigger activation, the power supply fails to deliver power to the heating element, with an intermittent audible beep occurring in sync with the 5.5v power indicator led cycling on and off. The no-load voltage measures 5.498 v, and the current is limited to a maximum of 1.35 a before the power supply shuts down and cycles, resulting in intermittent beeping and a flashing power indicator led. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.